Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 6 (B)(6) 2000, (B)(6) 2006, (B)(6) 2005, (B)(6) 2008, (B)(6) 2007, (B)(6) 2009. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses/excessive abnormal menstrual bleeding"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in my mouth"), vulvovaginal candidiasis ("infection (other) describe: yeast candida"), mood swings ("psychological or psychiatric problems condition: mood swings"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint ache "), pelvic pain ("pelvic pain"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraine"), weight fluctuation ("weight fluctuation"), fatigue ("fatigue"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysgeusia, vulvovaginal candidiasis, mood swings, abdominal pain, back pain, arthralgia, pelvic pain, alopecia, depression, anxiety, menstruation irregular, dysmenorrhoea, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure insertion date: as per summons: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs and summons received. New events: menses irregular, dysmenorrhea, bloating, forgetfulness, dyspareunia, migraine, weight fluctuation, fatigue, vaginal infection, vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in my mouth"), vulvovaginal candidiasis ("infection (other) describe: yeast(candida)"), mood swings ("psychological or psychiatric problems condition: mood swings"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint ache "), pelvic pain ("pelvic pain"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysgeusia, vulvovaginal candidiasis, mood swings, abdominal pain, back pain, arthralgia, pelvic pain, alopecia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, menorrhagia, mood swings, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: pfs received. This case is incident now. The previously reported injury was replaced with events per pfs: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in my mouth, infection (other) describe: yeast (candida)/ pelvic inflammatory disease psychological or psychiatric problems condition: mood swings, hair loss , depression/ anxiety, abdominal pain, joint pain, pelvic pain, back pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no. 883283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 6 ((B)(6) 2000, (B)(6) 2006, (B)(6) 2005, (B)(6) 2008, (B)(6) 2007, (B)(6) 2009), intestinal ulcer and delivery. Concurrent conditions included knee injury, weight gain and diarrhea. Concomitant products included tramadol for abdominal pain as well as medroxyprogesterone acetate (depo-provera). In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/prolonged menses/excessive abnormal menstarual bleeding"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in my mouth"), vulvovaginal candidiasis ("infection (other) describe: yeast(candida)"), mood swings ("psychological or psychiatric problems condition: mood swings"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("joint ache "), pelvic pain ("pelvic pain"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), migraine ("migraine"), weight fluctuation ("weight fluctuation"), fatigue ("fatigue"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with pantoprazole. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, dysgeusia, vulvovaginal candidiasis, mood swings, abdominal pain, back pain, arthralgia, pelvic pain, alopecia, depression, anxiety, menstruation irregular, dysmenorrhoea, abdominal distension, memory impairment, dyspareunia, migraine, weight fluctuation, fatigue, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: discrepancy in essure insertion date: as per summons: (B)(6) 2010; left: 5 coils seen; right: 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both essure microinserts are seen in satisfactory location and both fallopian tubes are occluded at cornua.. Ultrasound scan vagina - on (B)(6) 2010: results not provided. Concerning the injuries reported in this case, the following one/ones were reported in medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: reporter information, essure lot number, treatment drugs, concomitant drug and conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.